Event description:
Received report of pulmonary artery rupture with use of pulmonary artery catheter. A female pt in her 80's with a diagnosis of heart disease underwent bypass and valve replacement 4-5 months ago. (Specific pt info unknown.) An experienced anesthesiologist inserted the pulmonary artery catheter via either the right internal jugular or subclavian access. It was either inserted too far or it migrated. Bleeding started from the lung (noticed when attempted to discontinue by bypass machine), and possibly a wedge resection of the lung was done, but the bleeding was not totally controlled. The pt was taken to the unit with a blood pressure in the 30's, and she expired shortly thereafter; no resuscitation was done.